Event description:
New information received noted that the patient was not dependent and the noise could not be reproduced in clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise. Programming changes were made to address the issue. Patient will continue to be monitored.